Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacturer representative indicated the event was considered resolved and the patient was receiving effective therapy.

Manufacturer narrative:
Pump interrogation revealed the pump was at minimum rate infusing at 12.2 mcg/day.: analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Residue on the gear shaft of the motor gear train that resulted in the motor stall(s). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received compounded baclofen (2000mcg/ml, 466mcg/day; valeant, 2 years) in an implantable pump for an unknown indication for use. The patient medical history included multiple sclerosis and concomitant medications included coversyl and detropan. A motor stall occurred on (B)(6) 2017 at 19:11 with recovery on (B)(6) 2017 at 08:58. The device longevity was indicated as 20 months (estimated replacement indicator). The patient experienced increased spasticity and nausea. There were no known environmental/external/patient factors that may have led or contributed to the issue. The decision was made to replace the pump because there was "no special event found." Diagnostics/troubleshooting performed included interrogating the pump and viewing a previous interrogation of the pump. Pump replacement was planned for (B)(6) 2017. Supplemental oral baclofen was prescribed to the patient as needed until surgery. The issue was considered ongoing. The status of the patient was stated to be alive and with no injury. The pump would be returned. No further complications were reported/anticipated.